Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl and 589 mg/dl. The customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated for their glucose levels with manual injections. The customer declined to troubleshooting for high blood glucose level. The customer also reported that the cannula of the infusion set was bent. The insulin pump will not be returned for analysis.